Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 30.5 cm distal to the is-1 connector pin (into 2 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. The insulation was found abraded through 24.5 cm distal to the is-1 connector pin. The abrasion was consistent with exposure to constant friction against the generator housing. The conductor cable leading to the ring electrode was found fractured 67.5 cm distal to the is-1 connector pin. Based on the characteristics of this fracture, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The above-mentioned insulation damage and conductor fracture are assumed to be the root cause of the reported oversensing and high pacing impedance. Furthermore, the conductor cable leading to the rv shock coil was found fractured directly next to the df-1 connector in the yoke region and the shock coils were stretched. These damages probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was extracted due to oversensing and high out of range pacing impedance.